Event description:
This pt was released from the hosp 3 1/2 hours when pt had an episode of blurred vision. Pt's sugars were as high as 440 in the hosp and pt decided to check blood glucose. The result "chke hi" indicated a level greater than 600 mg/dl. Pt called md and went immediately to the office. Md did a stat lab draw and a fingerstick on the hand-held meter. Md added a sliding scale regimen to pt's daily medications. No injury ocurred.